Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not recognize latch/lock status. Latch/lock sensor needed to be replaced. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported problem. The event history log was reviewed. The device passed all tests. The service history review had no indication that the complaint was related to a service of the device within the review period.